Manufacturer narrative:
(B)(4). This product has not been returned for analysis. If this product is returned and analysis is completed, this report will be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted due to loss of capture and pacing inhibition. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.